Manufacturer narrative:
Catheter migration is a known adverse event, as listed on the labeling of the intera 3000 hepatic artery infusion pump. If additional information is received at a later date, a supplemental report will be filed.

Event description:
It was reported that a patient had a revision of an intera 3000 hepatic artery infusion pump. The physician reported that the first pump was implanted in the patient on (B)(6) 2022. The catheter was not in place on (B)(6) 2022 and verified not in place on (B)(6) 2022. The physician mentioned anastomosis as a reason for the catheter not being in place. The first pump was removed from the patient on (B)(6) 2023. The second pump was implanted in the patient on (B)(6) 2024 and the catheter was placed into the left hepatic artery.